Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent hyperglycemia with the ilet system while receiving occlusion and high glucose alarms; the patient resumed insulin delivery from the occlusion alarm and could not obtain a confirmatory fingerstick reading. Symptoms included no reported clinical effects. Outcomes included no medical intervention and no use of backup therapy. Investigation included a review of available complaint information. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion alert; a definitive root cause was not identified. It was concluded that the event involved hyperglycemia with an unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.